Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported lost of sensibility of lower lip right sight and the implant was removed. Peri-implantitis was also reported. Tooth location 16. Pain and edema were reported as a consequence of the event

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) tsvwh10, (impl tapered scr-v ha 4.7 mm 4.5mm 10mm) for evaluation. Visual evaluation was performed, the implants had signs of use with markings from removal and debris on their internal and external threads. No damage identified or signs of malfunction that would have contributed to the event. Measurements match drawing. Note: unable to remove crown, only able to measure outer dimensions of the implant. Device history record (DHR) review was completed for the subject lot number 62401566. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 62401566 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : medical : peri-implantitis and dental : medical : numbness/paresthesia based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error. Summary investigation for peri-implantitis: a summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.